Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 504 mg/dl. Customer treated for high blood glucose with bolus with insulin pump and received no delivery alarm. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. Customer is not calling back to perform an high pressure test. Customer had no delivery alarm. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. The insulin pump will not be returned for analysis.